Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 14v li-ion battery (serial number unknown) not holding charge and being damaged was not confirmed via this analysis. No product was returned, and no log files were provided for review. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was not conclusively determined through this investigation. The relevant sections of the device history records for the 14v battery was unable to be reviewed as no device identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use section 3 -- ¿powering the system¿ and the heartmate 3 patient handbook section 3 --¿powering the system¿ detail the appropriate use of the 14v li-ion batteries, including calibration and ensuring the batteries are fully charged prior to use. It is stated that before removing a battery from the battery charger, make sure that the battery has completed its charge or calibration cycle. After removing the battery from the battery charger, use the battery power gauge that is on the battery to check the battery¿s charge level. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ addresses how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the 14v battery, and instructs users to regularly inspect their equipment for damage. Users are encouraged to obtain replacements for all damaged products and to not use equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2024 the patient called the clinic with complaints of batteries not holding charge. The patient arrived at clinic on (B)(6) 2025 with noted damage to 2 batteries. The 2 damaged batteries replaced, and all connectors were cleaned on the universal battery charger and all batteries. The healthcare provider indicated that the patient experienced a product problem that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Voluntary mw number (B)(4) was received on 21oct2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.